Manufacturer narrative:
Evaluated one opened quick serter for locking and proper operation and performed insertion test using a new lab quick-set onto rubber skin. The quick-serter failed per inspection and found the quick-serter barrel walls with excessive glue from the quick-set tape.

Event description:
It was reported that the customer had an issue with the quickset serter. Customer stated that when she inserts, the sticky part gets stuck between the white and blue part. Customer remembered this happening on the (B)(6) 2014 order. Customer stated that she woke up with a blood glucose level of 120 mg/dl, but noticed her blood glucose level was 420 mg/dl after exercising. Customer stated that she also had a bent cannula since the quickserter did not correctly insert her infusion set. Customer was advised to return the serter if available. Serter will need to be replaced. Customer declined troubleshooting for high blood glucose levels. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.